Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low glucose reading and it is unknown whether the customer noted a trend arrow on the device. Due to the recurring low scan readings the customer counteracted accordingly, which eventually led to a hyperglycemia. The customer experienced being tired, nauseated and had no appetite. The customer experienced a loss of consciousness before the ambulance (hcp) arrived, and regained consciousness at hospital (ICU). At the hospital, a healthcare professional (hcp) obtained a laboratory glucose reading of 600 mg/dl and determined a severe high glucose level while the sensor scan was approximately 50 mg/dl. There are no comparison readings within 10 minutes. The customer remained in hospital for further treatment. However, the caregiver does not know what treatment the customer received except form insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is based on the customer's reported date of "16may2025 morning (B)(6) but does not know what time". The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low glucose reading and it is unknown whether the customer noted a trend arrow on the device. Due to the recurring low scan readings the customer counteracted accordingly, which eventually led to a hyperglycemia. The customer experienced being tired, nauseated and had no appetite. The customer experienced a loss of consciousness before the ambulance (hcp) arrived, and regained consciousness at hospital (ICU). At the hospital, a healthcare professional (hcp) obtained a laboratory glucose reading of 600 mg/dl and determined a severe high glucose level while the sensor scan was approximately 50 mg/dl. There are no comparison readings within 10 minutes. The customer remained in hospital for further treatment. However, the caregiver does not know what treatment the customer received except form insulin. There was no report of death or permanent impairment associated with this event.